Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. A field service engineer (fse) went onsite and performed reconfiguration of the alarm parameter according to the customer's instructions. No equipment malfunction was found. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Event description:
It was reported the intellivue patient monitor mx750 does not emit sound alarm when monitoring is outside the limit parameters. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The following functional tests were performed: a field service engineer (fse) went onsite tested the device and no product malfunction was. The fse performed reconfiguration of the alarm parameter according to the customer's request. Based on the information available and the testing conducted, the reported problem was confirmed but was no product malfunction. Device worked as set up. The fse reconfigured the alarm parameter according to the customer's request. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.